Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of hospitalized high readings. The customer's blood glucose reading was unknown. Customer was hospitalized due to consumption of hyperglycemic drugs. Customer was wearing pump during time of hospitalization. Customer did not mention any alarms in the alarm history. The product was not returned for analysis.